Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been reported upon request: "the pump is no longer available to return. The patient was given amiodarone and subsequently converted to sinus rhythm. The device was removed later in the evening."

Manufacturer narrative:
Ppae( paroxysmal atrial fibrillation): the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An 83-year-old male with a past medical history of type ii diabetes mellitus, prior transient ischemic attack, chronic kidney disease, and hypertension presented with worsening chest pain accompanied by nausea and dizziness the previous night. The patient was diagnosed with a st-segment elevation myocardial infarction complicated by cardiogenic shock. An emergent percutaneous coronary intervention was initiated. During the procedure, the patient¿s hemodynamic status further deteriorated, and the medical team elected to implant an impella cp) device for circulatory support. The initial impella cp device became dislodged, and a second impella cp device was successfully implanted without complications. Two days later, patient developed afib, vitals were stable, and patient was started on amiodarone. Five days after placement of the second device, the patient demonstrated sufficient hemodynamic recovery to allow for weaning from mechanical support. The impella cp device was subsequently explanted without issue. While the pump is conservatively coded for arrhythmia, it is more likely related to the patient¿s underlying medical conditions. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.